Event description:
Caller reported discrepant troponin I (tni) results on triage cardio profiler. No tubes were found. No cardiac markers were ordered for lab. Pt was admitted to the hospital.

Manufacturer narrative:
Testing was performed as part of a previous complaint investigation. Product support did not confirm the client's observations of discrepant tni results while testing retained devices in-house. For positive control tni recovery was within mfg 1sd range. For negative control, all tni results were <0.05 ng/ml. There were zero occurrences of false positive results or error codes. A review of mfg release data showed tni results to be within release specifications. Product support could not rule out sample-specific interference without return of pt sample. Tni complaints are routinely tracked and trended. Product deficiency was not established; corrective action is not required at this time.